Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect bi-phasic module was returned. The reported malfunction was observed and attributed to a faulty relay on the bi-phasic module. The bi-phasic module was scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.